Event description:
The suspected product was returned due to unknown reason. Internal data review showed that the device experiencing high impedance on 01/31/2024. Since the explant date of the device is unknown. High impedance/fracture of lead will be captured. Product analysis was completed and reviewed; no anomalies was seen. No other relevant information has been received to date.